Event description:
The report received from the database indicted that the patient was included in the study and had two (2) cypher select stents implanted during the index procedure in the proximal left anterior descending (lad) target lesion. Approx six (6) weeks after the index procedure during the follow-up period, the patient had fifteen (15) mins of chest pain during an outpatient mibi scan that was relieved by nitroglycerin. The results of the mibi scan demonstrated severe ischemia in the anterior and anterolateral distribution. Coronary angiography was done three (3) days later and the report stated that the diagonal branch was occluded or "jailed" by the cypher stents during the index procedure. The previously implanted cypher select plus stents were reported to be patent. The adverse event (ae) of side branch occlusion was reported to be mild in severity and not a serious adverse event (sae). The relationship to the ae to the study device was probable and highly probably relationship to the index procedure. The event outcome was reported to be complete and the patient outcome ongoing and improved. No intervention was done due to the side-branch occlusion.

Manufacturer narrative:
The indication for the index procedure was reported to be an acute myocardial infarction (ami) with the onset of pain greater than or equal to 24 hrs and less than or equal to 72 hrs. The mi was a non-st segment elevation (nstemi), and non-q wave. Pre-procedure cardiac enzymes were elevated, as were the 6-24 hr post-procedure enzymes. The 24-hr post-procedure enzymes were not done. The target lesion for the procedure was the proximal lad. The lesion was reported to be: a diffuse in-stent-restenosis (isr) of a previously implanted medtronic endeavor stent greater than 10 mm, 3.0 mm vessel diameter, 40mm in length, a 60% stenosis, a bifurcation lesion, not ostial or a total occlusion, a readily accessible proximal segment, not angulated, eccentric, moderately calcified, absent of thrombus, and type c. The lesion was not pre-dilated. Two (2) cypher select plus stents were implanted electively at 14atm: a 3.0 x 33 mm and a 3.0 x 13mm. The stents were post dilated at 20 atm with an unk balloon. A satisfactory result was obtained. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. The patient was discharged two (2) days after the index procedure on clopidogrel 75 mg for one (1) month. Aspirin therapy was not administered due to the patient being intolerant. A phone contact with the patient at the one-month follow up period indicted that the patient was asymptomatic and continuing with his medical regimen. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report# 9616099-2007-02092 and #9616099-2007-02093.